Event description:
Our endoscopy unit noticed a trend with failed ph studies in early 2017. We had at least three reported failures in which the capsule was not recording when the patient returned after a multi-day test. The capsule was tested and noted working prior to the patient leaving and in all cases, the manufacturer vendor found that the capsule had failed when the patient returned for follow-up. Unfortunately, the device details are only available for one of the three events. In each case, the manufacturer replaced the failed device.